Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4) identified a leak that was caused by the metal connector pin breaching the catheter. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork and the catheter was received for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other applicable components are: product ID: 8703w, serial #: (B)(4), explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 11-nov-1998, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 500mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the healthcare provider (hcp) attempted to aspirate the catheter during a routine pump replacement due to end of life (eol) on (B)(6) 2019. The catheter seemed to be disconnected when the hcp went to check for cerebrospinal fluid (csf) flow. The pump segment came out easily into the provider's hand. The hcp placed a new catheter and removed parts of the catheter that were visible to him. The hcp was unsure if he explanted the catheter in its entirety. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.